Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received an scs system, including an ipg, on (B)(6) 2010. The pt presented to the emergency room (ER) reporting a shocking sensation in her leg; however, the pt had disable the scs stimulation three or four days prior. The sensation onset was approx two hours prior to the pt's ER admission. Later, the pt was able to meet with her implanting physician for testing of the scs system. The physician determined the pt's pain was not device-related. No further info is available at this time.